Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset trueflow series bloodlines during the patient's hemodialysis (hd) treatment. The blood leak occurred at the connection between the patient's central venous catheter (cvc) (not a fresenius product) and the bloodlines. The connection was not threading and securing properly. Blood was leaking from connection and the connection was "tightened aggressively" to resolve the issue. Additional information was obtained during follow-up. There was no serious injury or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was approximately 10 ml. Upon tightening the connection, treatment was restarted and successfully completed on the same machine with the same supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset trueflow series bloodlines during the patient's hemodialysis (hd) treatment. The blood leak occurred at the connection between the patient's central venous catheter (cvc) (not a fresenius product) and the bloodlines. The connection was not threading and securing properly. Blood was leaking from connection and the connection was "tightened aggressively" to resolve the issue. Additional information was obtained during follow-up. There was no serious injury or required medical intervention regarding the reported issue. The patient's estimated blood loss (ebl) was approximately 10 ml. Upon tightening the connection, treatment was restarted and successfully completed on the same machine with the same supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.